Manufacturer narrative:
Initial.

Event description:
It was reported that the user stopped a supply change after not observing drops at (B)(4) units during fill, discarded the cartridge, and then encountered an ¿unable to proceed¿ error during the subsequent fill tubing step; a dry run was successful, and the supply change was completed after using a new connector and infusion set, with insulin delivery resuming. Symptoms included no reported clinical effects. Outcomes included restoration of therapy after successful supply change. Investigation included troubleshooting, a dry run, and replacement of the connector and infusion set. Investigation of this case revealed that the issue was consistent with a transient fill tubing obstruction or setup issue, resolved by replacing disposable components; no device alerts were recorded and no persistent malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup-related and related to disposable component performance.